Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley tray did not contain betadine or the syringe of lubricant. The customer asked if both of these kits included those items, and they were just trying to determine if there was something wrong with the kit or if they needed to did some education on their subs. The label for each tray was attached, which provided a detailed list of items included that a119216m contained lubrisil all silicone temp sensing 16fr foley statlock control-fit outlet device, drainage tube collection bag (2500 ml), 3 foam swabs, povidone iodine packet, peri-care kit (soap towelettes & hand sanitizer) and a319416am contained bardex ic 16fr temp sensing foley statlock anti-microbial control-fit outlet device, 350ml urine meter bacteriostatic collection bag (2500ml), 3 foam swabs, povidone iodine packet, peri-care kit (soap towelettes & hand sanitizer).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect operation". It was unknown whether the device had met specifications. The product does not appear to have been used. However, the product is intended to be used for treatment purpose but it is unknown if there is a relationship between the reported event and the device. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley tray did not contain betadine or the syringe of lubricant. The customer asked if both of these kits included those items, and they were just trying to determine if there was something wrong with the kit or if they needed to did some education on their subs. The label for each tray was attached, which provided a detailed list of items included that a119216m contained lubrisil all silicone temp sensing 16fr foley statlock control-fit outlet device, drainage tube collection bag (2500 ml), 3 foam swabs, povidone iodine packet, peri-care kit (soap towelettes & hand sanitizer) and a319416am contained bardex ic 16fr temp sensing foley statlock anti-microbial control-fit outlet device, 350ml urine meter bacteriostatic collection bag (2500ml), 3 foam swabs, povidone iodine packet, peri-care kit (soap towelettes & hand sanitizer).